Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was at the moment of pressing the act button to fill the insulin pump when she got the motor error. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions. The customer also reported the no delivery alarm during manual prime on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was advised to rewind insulin pump, reinsert reservoir into insulin pump and run manual prime at least 5.0 units. The customer states the insulin pump did not alarm no delivery. The customer advised that the insulin pump is working as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.